Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 2-nov-2016, a medtronic representative went to the site to test the equipment. The system logs indicated gantry motion controller errors had occurred. The gantry motion controller was replaced. The imaging system then passed mechanical tests, imaging tests, and safety inspection upon completion of the system check-out. The gantry motion control box was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A medtronic representative, following up with the site, reported that the imaging system¿s door was not opening. This issue was discovered while powering on the system. No patient was present during this event.

Manufacturer narrative:
Analysis of the suspect motion controller was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.